Event description:
It was reported that the ilet user had been experiencing hyperglycemia after dinner followed by hypoglycemia overnight, with a pattern of fluctuating glucose levels from 56 mg/dl to 287 mg/dl due to inconsistent meal announcements, including entering multiple meals as corrections and using incorrect meal sizes. The event was managed with oral glucose (pineapple juice) and involved education on correct fast-acting carbohydrate dosing. Symptoms included hypoglycemia, hyperglycemia, and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface where meal size selections and multiple announcements were used inconsistently. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.